Event description:
It was reported that during a da vinci si prostatectomy procedure a prograsp forceps instrument cable went off the track. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. For clarification, the nonconformance was a frayed pitch cable found at the instrument's wrist. The frayed segments were in various lengths. No damage or wear marks were found at the clevis. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.